Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, a patient developed lens epithelial cell on growth in the left eye. There was no pertinent visual complaints from the patient. Additional information was provided approximately three months later, indicating a decrease of best corrected visual acuity and significant posterior capsule opacification. A yag was performed on the left eye for the posterior capsule opacification. There are two medical device reports associated with this patient. This report is for the left eye.